Manufacturer narrative:
The calibration data provided was performed from 01-dec-2021 to 20-jan-2022 and met the acceptance criteria. The qc from 01-sep-2021 to 03-jan-2022 was not stable as 1 out of 4 results was out of the acceptable range. The investigation noted the qc stabilized since 01-jan-2022. The investigation is ongoing.

Event description:
There was a complaint of a questionable crep2 result for 1 patient tested with a cobas 8000 c502 module. The questionable result was reported outside the laboratory. The patient¿s sample was repeated on a c702 module. The patient¿s initial result was 12 umol/l; the repeat was performed in another laboratory and was 456 umol/l. The customer believes the repeated result to be correct and a corrective report was submitted to the treating physician. The crep2 used was lot 57745101 and had an expiration date of 30-jun-2022.

Manufacturer narrative:
The investigation determined the qc did not deviate in such a way that it would justify the event. The investigation noted samples from dialysis patients often coagulate and can clog the sample probe which leads to discrepant results. The investigation determined the root cause to be consistent with a partly clogged sample probe.